Manufacturer narrative:
Upon follow up it was reported, the titanium adapter continued to be used; therefore, the device is no longer considered suspect product in this event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a disconnection between the titanium adapter and the minicap transfer set. This occurred during use of the devices for automated peritoneal dialysis (apd) therapy. The disconnection was further described as ¿the end of the transfer set that was connected to the titanium adapter appeared more loose than usual¿. There was no patient injury or medical intervention associated with this event. No additional information is available.